Event description:
Olympus was informed that the user performed a tcr with the subject device. Electrical sparking occurred at the cable near the connector to the handle of the instrument and the cable broke. The procedure was completed and no further issues have been reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. However, an olympus rep was able to obtain a picture from the user facility. The picture confirmed the user's report. The cable is consumable device and it is subject to wear and tear. The user's handling could be one of the limiting factors for the lifetime of the product. The picture showed that the area of breakage appeared to have had premature damage, which lead to the breaking of the cable wires. The instruction manual advised users to inspect the cable for premature damages prior to each use. This report is being submitted as medical device report in an excess of caution.